Manufacturer narrative:
On 26-oct-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage was observed. Leak testing was performed in accordance with the mentor procedures, and a tear was noted within the area of siltex cracking in the posterior view, measuring approximately 0.8 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 300 cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The patient had a consultation, and the diagnosis was confirmed based on mammogram and physical examination. As a result, the patient is scheduled to undergo bilateral removal without replacement on (B)(6) 2020.

Manufacturer narrative:
On 2-oct-2020, mentor received additional information regarding the patient¿s symptoms. The patient experienced bilateral granuloma. Though MRI did not indicate left-sided rupture, left-sided granuloma was confirmed by biopsy. The relevant field has been updated. Updated reasons for device explant and/or reoperation: rupture, granuloma. Updated h6 patient code 3191: medical device removal. On 13-oct-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).